Event description:
Patient was revised to address groin pain and osteolysis. Doi: unk - dor: (B)(6) 2011 (right side).

Manufacturer narrative:
Corrected:correction/removal reporting number.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address groin pain and osteolysis. Update: (B)(4) 2011 litigation papers received, there is no new information that would change the outcome of this investigation. Update: (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information and implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, implant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.